Manufacturer narrative:
H3, h6: a review of the batch manufacturing records could not be performed as 201844 is not a recognized lot number for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A clinical investigation was carried out. It was concluded; ¿it has been reported that there is no patient injury involved. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time.¿ a risk management review was carried out. Based on the information provided, there are no further actions on this as there was no patient involvement when the adverse event occurred. The device was used for treatment. It was reported that the silicone adhesive was removed from the dressing when they removed the protection paper. The wound contact surface of allevyn gentle border is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft/gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. It was reported that the dressing involved in this event leaked. On occasion, this can be caused if the dressing is not changed frequently enough ¿ dependent on the characteristics of the wound. As stated in the instructions for use; ¿during the early stages of treatment inspect the dressing frequently. Dressings can be left in place for up to 7 days, except the sacral area where dressings can be left in place for up to 5 days. Dressings should be changed depending on the condition of the wound and surrounding skin, or until exudate is visible as strike through and approaches to within 0.5cm/ 3/16in. Of the edge of the dressing pad, whichever is sooner.¿ a complaint history review was using the part number provided. There have been further complaints reported with this failure mode in the past four years. As no samples or images were received, a thorough visual and/ or product evaluation could not be performed. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the silicone adhesive was removed from the dressing when they removed the protection paper. A large area was shown with no silicone adhesive. The patient suffered a maceration as a result of leaking.